Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his arms and chest. The patient described the irritation as hives. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician regarding the skin irritation. The physician thought the irritation was from the medication that the patient was taking. The patient discontinued the medication; however, the rash was still present. The physician prescribed the patient a medication specifically for the skin irritation. Follow up indicated that the skin irritation improved with the use of the prescription skin irritation medication.